Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the error and complete a rewind if requested. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 23 or pump error 15 alarms noted during testing, however, pump error 15 (file number = 38; line number = 442) found in pump history/trace files on 07/31/2025 19:11:09.000. Pump error 23 confirmed in the pump history/trace files on 07/31/2025 19:11:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Unexpected pump error 23 alarms confirmed in the pump history/trace files on 07/31/2025 19:11:11.000 as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on 07/31/2025 19:11:09.000 due to suspected hardware error as per global logic analysis (esf #3764385). Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.